Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited oversensing. The patient was asymptomatic. The leads were capped and replaced on (B)(6) 2018, and the patient was discharged with no issues.